Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. According to the reporter, on (B)(6) 2026, the cgm reading was low for around 3 hours. The patient was drinking and eating extra during this time. As the readings did not change the patient took a fingerstick and the cgm was reading low, and the blood glucose reading was 37.0 mmol/l. No symptoms were reported. The patient called an ambulance and was taken to the hospital, where she arrived around 04:00am. The patient was observed at the hospital but could no longer recall any details regarding possible treatment. The patient was discharged on the same day, at 04:00pm. There was no documentation of further medical intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.